Event description:
The distributor reported that during an "ezprime" operation the pump dispensed insulin from the cartridge. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
The pump was returned to animas. Evaluation revealed a misaligned display screen and dislodged force sensor pins. Review of the pump history revealed multiple "no prime" warnings associated with zero force and "no cartridge detected" warnings. The load step was activated during evaluation and the pump dispensed fluid from the cartridge until cartridge emptied and the pump displayed a "no cartridge detected" alarm.